Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-03371), was submitted on 13-mar-2025. However, based on the investigation done on 18-jan-2026 and clinical review done on 23-jan-2026 it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in new zealand. It was reported that the patient faced an event on (B)(6) 2025 where the patient faced infection (cellulitis) from infusion set leading to high blood glucose level. Also, the patient had pain, bruising at insertion site. The patient had small ketones which were assessed as dangerous or life-threatening. Therefore, the patient was hospitalized on (B)(6) 2025. During hospitalization, the patient received antibiotics, fluids of saline, insulin, and unspecified medication intravenously as corrective treatment which resolved the issue. The patient was released from hospital after two to three days. Moreover, the issue occurred with one infusion set. No further information available.